Event description:
It was reported that during an unknown procedure, the fired clip on the blood vessel was caught on the jaws when the device was released. The clip was fed into the jaws properly. When the device was fired outside the patient, the clip ejected. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: could it be determined why the vessel caught on the jaw? ---the surgeon felt that an unexpected resistance when the device was released after firing. Was there vessel damaged? ---no. Did the clip fall into the patient? ---no. Were the clips malformed? ---no. Which firing of the device did this event occur on? ---1st firing. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---yes. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---yes. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? ---no information.